Manufacturer narrative:
The reported event could be confirmed. Based on the given information and the pictures taken by the investigation lab, we can determine that the root cause was attributed to be patient related. It is visible (on the pictures) that metalosis was evident and caused the failure. Nevertheless more detailed information about the complaint event such as post-operative x-rays and CT-scans must be available in order to determine the exact root cause of the complaint event. It was noted: ¿there was metalosis around the implants and osteolysis around the humeral cup which lead to significant bone loss on the glenoid.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
The peripheral screws completely disassociated from the glenoid baseplate, even with the glenosphere intact. There was significant bone loss on the glenoid, and the micromotion from the baseplate & screws "rocking" left uncontained defects in the glenoid. There was metalosis around the implants and osteolysis around the humeral cup. Revision surgery occurred.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The peripheral screws completely disassociated from the glenoid baseplate, even with the glenosphere intact. There was significant bone loss on the glenoid, and the micromotion from the baseplate & screws "rocking" left uncontained defects in the glenoid. There was metallosis around the implants and osteolysis around the humeral cup. Revision surgery occurred.